Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feeling/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, 8:06 am. He reported that he obtained inaccurately high blood glucose results of 458mg/dl on the subject meter followed by a reading of 368mg/dl 20 minutes later. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with ¿humalog 4-16 units and victoza¿ and reported that he took 12 units of humalog in response to the alleged inaccurate high readings. The patient reported that about an hour after the alleged issue began the patient developed symptoms of ¿sweating, dizziness, nausea, lightheaded and chest pain¿, the patient also added that he was unsure if the symptoms were related to the product issue or as a result of his other health problems. On (B)(6) 2018, 11am the patient attended ER and was treated by an hcp with some fruit juice ¿cocktail juice¿. The patient stated that at 11:11am he obtained a blood glucose result of 166mg/dl on the doctor¿s meter. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.